Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) had been feeling uncomfortable warmth around the ins site for the past week. The caller noted the pt feels warmth at the pocket when charging the ins but also when not charging--the warmth when charging was not allowing the patient to proceed with charging the ins to 100%. The caller noted the pt had not charged since yesterday but when the caller places her hand on the pt's ins today the caller felt as though it was warm. The caller stated the site didn't look infected. Agent reviewed that they could adjust the charging speed/warmth on the recharging app but as far as the ins feeling warm when not charging, the doctor should evaluate the pt's system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met patient (pt) at healthcare provider (hcp) office and reprogrammed the pt. The pt was instructed to call the rep if the issue persisted. No call has been received so the issue should be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative mentioned the patient's (pt) spinal cord stimulator had not been working well for the patient since implant date. Patient representative said the patient still felt a lot of pain and was losing a lot of weight. Patient said they had a "burning sensation" towards the middle of their back. Patient did not want to increase the stimulation because the pt would feel the electricity and that would stop them from doing their daily activities. Patient had an appointment with their healthcare provider on (B)(6) 2026 at 10: 00am and the healthcare provider wanted a representative to be at the appointment to check the implanted system. Agent explained reprogramming to the patient representative. The patient was redirected to their health care provider to further address the issue.